Event description:
It was reported that a person using the ilet experienced hyperglycemia after a supply change earlier in the day, with a reported blood glucose of 263 mg/dl; the person considered that recent food intake could be a contributor and planned to monitor for 40 minutes and change the infusion set if elevation persisted. Symptoms included elevated blood glucose. Outcomes included user self-monitoring and troubleshooting without alerts or alarms and without medical intervention or hospitalization. Investigation included troubleshooting and education with guidance to monitor and consider infusion set change if hyperglycemia persisted. Investigation of this case revealed no device alarms or confirmed device malfunction, and the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.